Event description:
The safety shield did not stay in place on the blade. The blade was coming out of the packaging . The device was not in use. The staff was poked with the blade. Minor injury was reported